Event description:
Per the surgeon, the patient was explanted due to extrusion of the device. The patient was explanted 2009. No information on reimplantation was provided at the time this report was filed, april 16, 2009.